Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error alarm on the insulin pump while she was at physical therapy during a bolus. She stated that she had also received a low battery alert. The blood glucose reading was 218 mg/dl and customer stated that it was high due to stress. She stated that the insulin pump had not been dropped, bumped or exposed to a high magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.